Manufacturer narrative:
(B)(4). The analysis results found that the sdh33a device arrived with no apparent damage and safety disengaged. The breakaway washer was present and uncut and the device was fully loaded with staples and all protruding. This is possible when an inadvertent movement of the firing trigger after disengaging the safety might cause the staples goes noted as protruding. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, before using on the patient , the surgeon found the device has been fired, as a result it can't be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.